Manufacturer narrative:
The intraocular lens was not returned to the manufacturing site therefore the product testing could not be performed manufacturing records reviews: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. As a result of the investigation the reported complaint was not confirmed and there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). As it was indicated the lens was partially delivered into the eye and not fully implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol), the lens got caught in the tunnel. No patient injury reported. This report is 2 of 2 and is to capture the complaint specifically against the pcb00 lens, serial number (B)(4).